Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited unstable thresholds and loss of capture. It was confirmed by fluoroscopy that the lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.